Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon failed to reduce the hip up and over the lip of the constrained liner. As a result the poly bent and snapped. We had to remove it and use another liner. Removing the liner added 1 hour to the case time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation confirmed the reported allegation, the poly liner is fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.